Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert due to out of range pace impedances measurements was noted when it comes to the right ventricular lead. No adverse patient effects were reported.

Event description:
Additional information noted that this patient had a competitor lead and was seen at the clinic. It was possible to repeat variable measurements and induce loss of capture while the patient had an escape ventricular rhythm. The patient was not pacemaker dependent. A possible revision or a synchronized shock was discussed at a follow up in two weeks.

Event description:
At this time no action or revision was performed and the system remains implanted.